Event description:
This system was removed due to infection. There are no adverse events reported for the pt. Also remvoed were. Setrox s 53, MDR 1028232-2008-00198, setrox s 60, MDR 1028232-2008-00199.